Event description:
It was reported that at a follow-up visit, the left ventricular lead was not capturing. A chest x-ray revealed a lead fracture, and the lead was replaced. No pt complications have been reported as a result of this event. The implantable cardiodefibrillator was changed out at the same time as the lead replacement and subsequently tested out of specification during MFR's analysis.

Manufacturer narrative:
The info submitted reflects all relevant data received. The report for the ICD is based solely on device return and analysis. No info to suggest a device-related adverse event or product problem was received. If add'l relevant info is received, a supplemental report will be submitted. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. There is no evidence to indicate a problem with the batteries. Without knowing the programming history of this device, there is no way to determine why it did not meet its expected longevity calculation.